Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise. (B)(6) technical services (ts) discussed this is an early sign of failure of this biotronik pacing lead and this noise cannot be programmed around. Ts suggests rv lead revision. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).